Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 42-year-old female patient who had essure (batch no. 882190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel syndrome, hyperlipidemia and malignant melanoma. Concurrent conditions included dysfunctional uterine bleeding, endometriosis and vitamin d deficiency. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as cyanocobalamin (vitamin b12) since 2017, ergocalciferol (vitamin d2) since 2016, esomeprazole magnesium (nexium) since 2017, ibuprofen, labetalol since 2017, levocetirizine dihydrochloride (xyzal) since (B)(6) 2018 and pyridoxine hydrochloride (vitamin b 6) since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and vulvovaginal pain ("sham stabbing pain in vagina"). In (B)(6) 2012, the patient experienced dyspareunia ("pain with intercourse"). In 2012, the patient experienced urinary tract infection ("recurrent uti"). On an unknown date, the patient experienced menometrorrhagia ("heavy irregular periods") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (laparoscopic supracervical hysterectomy,lysis of adhesions , bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, nausea and dysmenorrhoea had resolved and the menometrorrhagia, menorrhagia, urinary tract infection, vulvovaginal pain and urinary incontinence outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: outcome of events " pelvic pain, cramping, bleeding, painful sex, nausea" are recovered. Patient information added. Concomitant drug are added. Concomitant and historical condition are added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 42-year-old female patient who had essure (batch no. 882190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and endometriosis. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), menometrorrhagia ("heavy irregular periods"), urinary tract infection ("recurrent uti"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), vulvovaginal pain ("sham stabbing pain in vagina") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (laparoscopic supracervical hysterectomy,lysis of adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, menometrorrhagia, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, dysmenorrhoea, vulvovaginal pain and urinary incontinence outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics, and concomitant condition added. Essure indication and lot number was added and start date updated. New event abnormal bleeding (vaginal), recurrent uti, nausea, dysmenorrhea (cramping), sham stabbing pain in vagina and urinary incontinence were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 42-year-old female patient who had essure (batch no. 882190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel syndrome, hyperlipidemia and malignant melanoma. Concurrent conditions included dysfunctional uterine bleeding, endometriosis and vitamin d deficiency. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as cyanocobalamin (vitamin b12) since 2017, ergocalciferol (vitamin d2) since 2016, esomeprazole magnesium (nexium) since 2017, ibuprofen, labetalol since 2017, levocetirizine dihydrochloride (xyzal) since (B)(6) 2018 and pyridoxine hydrochloride (vitamin b 6) since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and vulvovaginal pain ("sham stabbing pain in vagina"). In (B)(6) 2012, the patient experienced dyspareunia ("pain with intercourse"). In 2012, the patient experienced urinary tract infection ("recurrent uti"). On an unknown date, the patient experienced menometrorrhagia ("heavy irregular periods") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (laparoscopic supracervical hysterectomy,lysis of adhesions , bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, nausea and dysmenorrhoea had resolved and the menometrorrhagia, menorrhagia, urinary tract infection, vulvovaginal pain and urinary incontinence outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse") and menometrorrhagia ("heavy irregular periods"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia and menometrorrhagia outcome was unknown. The reporter considered dyspareunia, menometrorrhagia and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.